Event description:
Customer reported on (B)(6) 2023 from nl that the elvie pump has caused her blisters and she is feeling sore. Customer did not require medical treatment.

Manufacturer narrative:
The customer was sent a replacement and a request was sent to return the original pump back. Customer was unable to send the original pump back for further investigation and therefore it cannot be concluded that the pump caused blisters and soreness.